Event description:
It was reported that the ilet experienced loss of cgm signal from a newly placed dexcom g7 while the patient continued to view readings in the dexcom app, and the issue was addressed through guided troubleshooting that included toggling the sensor connection and re-pairing until pairing was confirmed. Symptoms included no adverse clinical effects, no alerts, and no alarms. Outcomes included no injury and no need for medical care. Investigation included remote troubleshooting and user education to restore communication. Investigation of this case revealed a communication disruption between the cgm and the ilet that was resolved by re-establishing the bluetooth pairing, indicating a transient connectivity issue with the cgm-to-pump interface. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error that responded to standard troubleshooting.